Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that falsely elevated results were generated while using the ict module on the architect c4000 analyzer. The customer provided the following result data from (B)(6) 2018: (B)(6): sodium: initial 161, retested at another facility: 142 mmol/l. No impact to patient management was reported. No additional patient information has bene provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, service history review, a search for similar complaints, and a review of labeling. Return material was not available. A service history review identified no contributing factors on or around the date of the complaint being initiated that may have contributed to this issue. Tracking and trending did not identify an adverse trend for discrepant sodium results. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, ln 02p24, was identified.